Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 225 and blood glucose was 440 mg/dl. Customer is a brittle diabetic and was advised by healthcare physician to wear sensor. Customer was advised to calibrate more and not calibrate after treatment. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.